Event description:
The customer reported liquid waste leaked onto the floor from the waste tubing, involving unicel dxi 800 access immunoassay system. The customer stated the tubing repeatedly came off the fitting. The customer had on personal protective equipment (ppe) and cleaned up the liquid waste with paper towels. There was no exposure to open lesions or mucus membranes. There was no report of injury or adverse effect associated with this event. The field service engineer (fse) assessed the unit at the facility.

Manufacturer narrative:
The field service engineer (fse) serviced the unit on (B)(4) 2012. The fse determined the fluid leak occurred at the fitting connected to the waste tubing; the tubing had fallen off the fitting. The fse cut off the end of the tubing and securely placed the waste tubing back onto the connector and resolved the issue. The unit conformed to the manufacturer's published performance specifications. The customer has risk management/exposure control plan at the facility. Beckman coulter (bec) internal identifier for this report is (B)(4).